Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have multiple indentations/burrs at the midpoint and tip of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The instrument was found to have cracked grip tip and there was detached fragments who not returned with the instrument, measuring 0.67mm x 0.17mm and 0.50mm x 0.17mm. The complaint regarding toes are pressed in was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing.

Event description:
It was reported that during central processing procedure, the prograsp forceps instrument toes are pressed in. The customer reported event had no report of patient injury.